Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)there were 1 additional similar complaint reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of aug 2021¿ through ¿nov 2021¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 to nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10 /213/67). The device was returned to the factory for evaluation on 12/14/2021. An investigation was initiated on 03/11/2022. A visual inspection was conducted. Signs of clinical use and heavy evidence of blood was observed on the delivery device and seal. The seal was observed to in a fully open deployed state. The white plunger was fully depressed and the blue safety lock was off which allows the white plunger to be depressed. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. No measurements of the delivery device were taken due to the presence of blood which indicates an attempt was made to introduce the device into the aorta. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) misfired. The seal did not deploy correctly. A new device was opened to complete the case. No adverse effects.

Manufacturer narrative:
Trackwise #: (B)(4). Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun."; and h6 medical device ¿ problem code from "3190" to "4042."

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) misfired. No adverse effects.